Event description:
The company received info that suggested that the pilot balloon came loose from the trach tube while in use by the pt for less than a month. There was no report of pt harm or change in therapy. The customer will return the sample for eval.